Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. The first photograph displayed label information and a needle fully disengaged. There was no damage observed to the needle or the tip shield. The second photograph displayed the catheter and adapter fully removed from the rest of the device. Media is present but no leakage was observed from the catheter or septum. Investigation results: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs. The first photograph displayed label information and a needle fully disengaged. There was no damage observed to the needle or the tip shield. The second photograph displayed the catheter and adapter fully removed from the rest of the device. Media is present but no leakage was observed from the catheter or septum. From the provided photos no damage that may indicate shielding failure could be confirmed. The device is fully disengaged and shielded in the provided photo. No damage or leakage is discovered in the provided photos. The physical device is needed for further testing. The reported defects could not be confirmed. The DHR for lot 3040439 has been reviewed. This lot was built and packaged on nfa line 2 from (B)(6) 2023 through (B)(6) 2023. One qn was opened for a water leak, which may or may not be related. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd nexiva leaked at the hub connection. The following information was provided by the initial reporter, translated from chinese to english: blood leaks from the connection between the catheter and the needle head, 6 nov. Response: physical sample cannot be returned, blood is found at the junction between the catheter and the needle socket when the needle is placed.